Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and not issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer blood glucose was 349 ¿ greater than 400 mg/dl. Elevated blood glucose was addressed by a correction bolus via the pump.